Event description:
On four separate occasions over the last two weeks nursing staff in the oncology department have reported that piggy-backed solutions have backed up into the primary solution even though check valves in the circuit should have stopped this from happening.manufacturer response for IV infusion set, alaris (per site reporter).====================== the manufacturer plans to investigate but indicates that this has been known to occur when particulate matter gets stuck in the check valve.